Event description:
It was reported that when the external pulse generator (epg) was connected to the patient, the epg turned off, as found on the electrocardiogram monitor. The patient had a cardiac arrest for several seconds, however the patient did not have any severe health hazards. The battery was replaced for a new battery and the device was restarted. The epg was later returned to the manufacturer for servicing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, long-term operational testing was completed and no anomalies were observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.